Event description:
It was reported that pump experienced malfunction with displayed code that was resettable, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if issue occurred again, which customer acknowledged and understood.